Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 38 mg/dl. The customer was treated with food for low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does alleging insulin pump was over delivering. The customer does not know the reason for over delivering of the insulin pump. The device will not be returned for analysis.